Manufacturer narrative:
External insulation abrasion was found at 44.3-44.6cm from the distal tip, consistent with lead friction to the ICD can. Internal insulation abrasions were found between 8.6- 9.1cm from the distal tip. Externalized re conductors due to internal insulation abrasion were found at 10.3-14.2cm from the distal tip. Efte coating was intact at these locations. Insulation and conductor damage was found between 34.6 and 36.8cm from the distal tip consistent with clavicular crush dama ge. The re conductor etfe coating was abraded at 36.3cm to 36.5cm from the distal tip. This is consistent with the observation from the field of noise and sensing anomaly.

Event description:
It was reported that the patient presented in-clinic after receiving inappropriate therapy. Low sensing was found. Patient was symptomatic. Externalized conductors were noted via x-ray, between the rv and svc coils. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.